Manufacturer narrative:
Updated data: b5. Second paragraph added d6a. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the patient presented with symptoms of heart failure. Subsequently, an "elevated flow rate" of nearly 4 millimeters (mm) was observed and aortic stenosis was suspected. It was reported that the patient did not require any immediate treatment/intervention; however, retreatment may be necessary if their condition worsens. Additional information was received which clarified that the "elevated flow rate" referred to the aortic valve flow velocity. The patient experienced shortness of breath and palpitations.

Event description:
It was reported that following the implant of a transcatheter valve, the patient presented with symptoms of heart failure. Subsequently, an "elevated flow rate" of nearly 4 millimeters (mm) was observed and aortic stenosis was suspected. It was reported that the patient did not require any immediate treatment/intervention; however, retreatment may be necessary if their condition worsens.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the heart failure symptoms and stenosis first occurred approximately 5 years following valve implant.

Manufacturer narrative:
Corrected data: b3. Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.